Event description:
Patient reported experiencing 3 - 5 (they could not recall exact number) hypoglycemic events, while wearing the device. Patient stated that their blood glucose generally runs high; however, their blood glucose has dropped between 30 - 50 mg/dl, on a number of occasions. They self-treated by eating candy to elevate blood glucose. At the time of the report, patient had switched to their back-up device, and has experienced no further hypoglycemic events.